Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the material that the product was made of was flimsier, causing it to become deformed in the soft tissues of the patient. The lumen of the catheter needs to be the intended shape so that the catheter works as intended to have the proper amount of blood flow to and from the dialysis machine. There was no reported patient outcome.

Event description:
According to the reporter, the dialysis catheter that had recently been placing, have not been ideal and has not worked as well as the prior catheter. The material that the product was made of was flimsier, causing it to become deformed in the soft tissues of the patient. The lumen of the catheter needs to be the intended shape so that the catheter works as intended to have the proper amount of blood flow to and from the dialysis machine. Seeing as a result more failure of the catheter, requiring exchanges or 'declots,' both of which increase ed visits and admissions. It was also stated they are noticing that the catheter falls out easier. Patients who are disoriented can pull these out easily, as the cuff that was on the new catheter was not as durable as the cuff in the prior catheter. There was no reported patient outcome.

Manufacturer narrative:
Correction: b2, b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the dialysis catheter that had recently been placing, have not been ideal and has not worked as well as the prior catheter. The material that the product was made of was flimsier, causing it to become deformed in the soft tissues of the patient. The lumen of the catheter needs to be the intended shape so that the catheter works as intended to have the proper amount of blood flow to and from the dialysis machine. Seeing as a result more failure of the catheter, requiring exchanges or 'declots,' both of which increase ed visits and admissions. It was also stated they are noticing that the catheter falls out easier. Patients who are disoriented can pull these out easily, as the cuff that was on the new catheter was not as durable as the cuff in the prior catheter.